Event description:
The customer reported that the system would not allow continued fluoroscopic use resulting in intermittent functionality. No patient death or serious injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard disk drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.